Manufacturer narrative:
E1: initial reporter phone number; (B)(6). Block h6: imdrf device code f1001 captures the reportable event of the procedure was cancelled/rescheduled. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the side car rx was pushed back. Dimensional inspection measured it was pushed back approximately 5.0 mm, which is out of specification. A functional inspection was performed and the basket was able to open and close without problems. The reported event was not confirmed. Based on all available information, there is not enough evidence to determine whether after collecting the stone the basket could not close due to the physician's technique during the procedure, due to anatomical conditions or if it was related to a device malfunction during preparation. Based on device analysis, the basket was able to open and close without problems. Therefore, the reported event cannot be confirmed and the most probable root cause for the problem reported is 'no problem detected' since the device, complaint or problem cannot be confirmed. However, the most probable root cause for the problem found during analysis (side car rx push back) is 'adverse event related to procedure' since the adverse event occurred during procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2023. During procedure, the technician tried numerous times to completely open and close the basket but was unsuccessful. The basket could not open smoothly, after collecting the stone the basket would not close. The procedure was rescheduled for an unknown date. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2023. During procedure, the technician tried numerous times to completely open and close the basket but was unsuccessful. The basket could not open smoothly, after collecting the stone the basket would not close. The procedure was rescheduled for an unknown date. There were no patient complications reported as a result of this event. Additional information received on july 11, 2023. The basket failed to open and that there is no stone inside the basket, and that the basket was successfully removed from the patient.

Manufacturer narrative:
Block b5 has been updated based on additional information received on june 11, 2023. E1: initial reporter phone number; (B)(4). Block h6: imdrf device code f1001 captures the reportable event of the procedure was cancelled/rescheduled. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the side car rx was pushed back. Dimensional inspection measured it was pushed back approximately 5.0 mm, which is out of specification. A functional inspection was performed and the basket was able to open and close without problems. The reported event was not confirmed. Based on all available information, there is not enough evidence to determine whether after collecting the stone the basket could not close due to the physician's technique during the procedure, due to anatomical conditions or if it was related to a device malfunction during preparation. Based on device analysis, the basket was able to open and close without problems. Therefore, the reported event cannot be confirmed and the most probable root cause for the problem reported is 'no problem detected' since the device, complaint or problem cannot be confirmed. However, the most probable root cause for the problem found during analysis (side car rx push back) is 'adverse event related to procedure' since the adverse event occurred during procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2023. During procedure, the technician tried numerous times to completely open and close the basket but was unsuccessful. The basket could not open smoothly, after collecting the stone the basket would not close. The procedure was rescheduled for an unknown date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
E1: initial reporter phone number; (B)(6). Block h6: imdrf device code f1001 captures the reportable event of the procedure was cancelled/rescheduled.